Event description:
Voluntary medwatch received states that the left ventricular lead exhibited low pacing impedance and high capture threshold which resulted in failure to capture. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.